Manufacturer narrative:
Pump received with battery cap with detached contact. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked retainer identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. In further full review in the pump history found: low battery alarms (104) on (B)(6) 2021 at 06:58:00.000 replace battery alert (73) on (B)(6) 2021 at 17:00:00.000 replace battery now alarm (11) power loss alarm (6) on (B)(6) 2021 at 02:35:34.000 failed batt/battery failed alarm (58) pump error 63 (variable 3) on (B)(6) 2021 at 17:51:05.000 and 17:52:44.000 (file number = 37, line number = 380). Pump error 25 on (B)(6) 2021 at 02:00:00.000 (file number = 33, line number = 2090) no delivery/insulin flow blocked alarm found on (B)(6) 2021 between 07:40:14.000 and 07:43:00.000 during bolus and basal delivery pump passed self test, sleep current measurement, active current measurement, and displacement test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ in summary, pump passed required testing. Pump error 25 and unexpected battery power loss confirmed due to hardware anomaly. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Update summary: trouble shooting was not performed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed hardware low level failures twice. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.